Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Reported event of stent damaged. Reported event of catheter difficult to remove. The device was not returned; therefore, a technical analysis could not be performed. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonic stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 3cm malignant stricture in the sigmoid colon. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. Following stent deployment, the physician attempted to remove the delivery system but the tip got caught on the stent which pulled the stent out from the patient. According to the physician, the proximal end of the stent wires was bent where the delivery catheter tip was stuck and the stent was fully expanded when the delivery system was removed. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.